Event description:
It was reported that the nav-ring was failing. The device was being set up for patient use at the time of the event. No patient or user harm reported. Per the diagnostics performed by the engineer, the customer stated that the nav-ring was not functional, but the green check mark was working. The customer requested the part number and would call back to advise if service is preferred; rse provided part and price. The customer reported that front bezel/nav-ring was successfully replaced by biomed and the unit has been returned to service, issue resolved.